Manufacturer narrative:
During quality investigation, the customer's complaint was not duplicated as the device had no power. Upon disassembly of the device a damaged motor and press plug was noted. Corrosion damage to the motor was identified as the probable cause of the failure. The damaged parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.

Event description:
The micro sagittal saw was sent in for repair because it was running without activation. The event occurred during a routine maintenance testing; no adverse event was associated with the device.